Manufacturer narrative:
The device was returned and an evaluation is complete. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device and the packaging was visually inspected and noted the packaging was torn by the edges of the roller clamp. The reported condition was verified. The cause is attributed to human error during the manufacturing process. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the sterile packaging of four (4) vented paclitaxel set was damaged. The back paper was ripping when the product was taken out of the box. There was no patient involvement. No additional information is available.